Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for fiber breakage, dent on edge, loose connector, green image was traced to component failure. However, the most probable cause for dirt in objective unit could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited fiber breakage, dent on edge, green image, loose connector and dirt in objective unit. There was no patient involvement.